Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode and complication(s) cannot be determined. A log review cannot be performed due to insufficient information provided. The following information is unknown: the event date and the lot # of the vse instrument associated with the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a vessel sealer extend (vse) instrument did not seal completely and bleeding occurred. The appropriate sealing and completed sealing tones of the vse instrument were audible. Once the jaws of the vse instrument were opened, the vessel became unsealed and opened, resulting with blood loss. The following information is unknown: the estimated blood loss volume and what surgical/medical intervention was rendered due to the bleeding. The surgeon described instances where it appeared as though mesentery was not sealed and the blade of the vse instrument just cut through the tissue. In other instances, the surgeon explained that he would skeletonize larger vessels and prior to cutting the vessels, he would open the jaws of the vse instrument to make sure the tissue was sealed. The surgeon indicated that at times, burn marks were visible on the tissue; however, the vessel(s) were still open and flowing.